Event description:
Incident involved our sc6002 xl bedside patient monitor, where it was reported that the lcd display screen on both units were intermittent and as a result, patient parameters could not be visually seen. Both the units were evaluated by our local field office service representative and it was reported that although the display screens were not always functioning on the monitors, the enunciation of the patient alarms remained functional and operated as designed.